Event description:
It has been reported that isoflex mattress was saturated with moisture and the fire barrier was wet and stained. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
How was the issue noticed; was this identified during, prior, or after medical procedure/installation/in-coming inspection/service, out of box failure? Incoming inspection - the issue was discovered by housekeeping the day after delivery. If the device was noticed during procedure, was the procedure completed successfully? Not applicable, housekeeping was inspecting the new units. Was there any medical intervention required? No. Did the issue result in any delay or prolongation to any medical procedure/treatment/therapy? No.